Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg.